Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional steerable guiding catheter device referenced is filed under separate medwatch report number.

Event description:
Expand g4 phase 1 and phase 2 study patient ID: (B)(6). This is filed for leak, requiring aspiration. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was inserted without issues. However, while removing the clip introducer, air was observed in the sgc. Aspiration was performed, but air continued to enter the sgc. Therefore, the sgc was removed. The new sgc was inserted in the anatomy, but while removing the dilator, air was observed in the sgc. Aspiration was performed, but air remained in the device. Saline was then injected into the sgc and it was observed a small pinhole was present on the flush port of the hemostatic valve. Due to the issue, the sgc was removed and replaced. A new sgc was inserted and one clip was deployed on the mitral valve, reducing mr to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The returned device analysis confirmed the reported leak/splash and the material split, cut or torn (observed as a crack). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. All available information was investigated and the reported leak in this incident appears to be due to the observed crack. A cause for the observed crack could not be determined. It is likely that device preparations steps and/or user technique influenced this event however this cannot be confirmed. The unexpected medical intervention (additional therapy/non-surgical treatment) was a result of case-specific circumstances, as aspiration was performed to remove air from the device. There is no indication of a product issue with respect to manufacture, design or labeling.